Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the pump alarmed power loss. The customer¿s blood glucose was 176 mg/dl. Nothing further to report. The insulin pump was returned for analysis.